Event description:
I opted to have breast implants in 2002. Over the past 10 years I've had several different medical issues occur. But for the last 2 years, beginning in 2016, my symptoms have escalated. My doctor has run numerous tests and sent me to specialist for different issues. I have current onset of severe allergies that I've never had before, i.e anaphylactic reactions. I've been active and healthy all my life and physically fit. I'm (B)(6) and now have trouble getting out of bed or from sitting position without severe pain. I will have a consult with a plastic surgeon on (B)(6) 2019. My gp referred me to this doctor after reviewing the records from my 2002 mastopexy and augmentation. I also begin special serum shots in (B)(6) for life threatening allergies I've developed and will also begin test with a gastroenterologist in (B)(6) for numerous gastroenterologist issues that have developed. My current list of symptoms that have developed with no clear explanation is numerous. My doctor feels this could be related to my breast implants(mentor implants).